Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-23833. It was reported patient experienced a seizure and uncomfortable stimulation during a reprogramming session. Reportedly, patient has a history of seizures. Patient was treated with ativan and oxygen to no avail. Patient was then sedated, intubated and hospitalized for two days. Effective therapy was successfully restored.